Event description:
A trilogy evo ventilator was returned to a third-party service center for service. The device was not in patient use and no harm or injury was reported. During the evaluation of the device at the third-party service center, an event log error code indicating the proportional valve was stuck open was observed in the device error log. The device failed the active exhalation verification during testing. The proportional valve and the 3-way solenoid valve were replaced to address the issue. Final testing was performed, and the device passed all testing and was returned to service.

Manufacturer narrative:
The trilogy evo proportional valve and trilogy evo solenoid valve were received at the product investigation laboratory (pil) with the allegation of a test failure for active exhalation verification ¿ solenoid valve verification at service and an error code in the event log. Both valves were evaluated and tested. Pil was unable to confirm a failure of the solenoid valve and the proportional valve. Pil concluded that the solenoid valve and proportional valve operate as designed.